Event description:
During an atrial fibrillation paroxysmal, it was reported that there was severe noise at map 1-2 and the electric potential could not be seen at all when the ez steer thermocool nav bi-directional catheter was inserted into the patient¿s body to confirm the firing from pulmonary vein. The cable was changed but the issue continued. Then the catheter was changed and the electric potential was displayed clearly. Ablation at the posterior was delivered for 30 seconds at 25 watts and at the anterior wall was delivered for 30 seconds at 20 watts. After creating the total line at rpv, slight blood pressure reduction was confirmed. Echo and x-ray were conducted and the physician suspected it a cardiac tamponade. As no further blood pressure reduction was confirmed at the time, the procedure was continued. After rpvi and lpvi, further blood pressure reduction was confirmed. The physician dispensed medication and the condition of the patient¿s blood pressure was stable. After that, a pericardial drainage was performed on the patient. On (B)(4) received additional information requested from bwi representative stating that the outcome of this event is a full recovery. The physician¿s opinion regarding the causality of this adverse event is a possible procedure related. The physician¿s opinion regarding the causality of the tamponade that it might occurred during ablation but it is unknown exactly when it occur.

Manufacturer narrative:
As the lot # 15933972m was provided, the device history records was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
(B)(4). During an atrial fibrillation paroxysmal, it was reported that there was severe noise at map 1-2 and the electric potential could not be seen at all when the ez steer thermocool nav bi-directional catheter was inserted into the patient¿s body to confirm the firing from pulmonary vein. The cable was changed but the issue continued. Then the catheter was changed and the electric potential was displayed clearly. Ablation at the posterior was delivered for 30 seconds at 25 watts and at the anterior wall was delivered for 30 seconds at 20 watts. After creating the total line at rpv, slight blood pressure reduction was confirmed. Echo and x-ray were conducted and the physician suspected it a cardiac tamponade. As no further blood pressure reduction was confirmed at the time, the procedure was continued. After rpvi and lpvi, further blood pressure reduction was confirmed. The physician dispensed medication and the condition of the patient¿s blood pressure was stable. After that, a pericardial drainage was performed on the patient. The returned device was visually inspected upon receipt and found in good physical conditions. An irrigation test was performed and the catheter passed, no occlusion was observed. It was then tested for electrical performance and the catheter failed. Further investigation revealed that the electrical wires were shorting inside the catheter. Furthermore, the catheter was also evaluated for deflection test and failed during the analysis. It was dissected and it was noticed that the puller wire was detached from the brass ferrule in the handle. Finally, the device was tested for eeprom, 4 khz and calibration functionality and the catheter failed during calibration functionality test. Further examination showed that the sensor was within specifications. According to the calibration results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed electrical and calibration tests but the root cause of the cardiac tamponade remains unknown since the failures are not related. Deflection test also failed but catheter was deflecting properly and puller wire broke during the testing. For the severe noise, customer complaint was confirmed. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.